Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 the surgeon diagnosed the patient with map dot fingerprint dystrophy in both eyes (ou (ocular uterque)). This explained the erosion, poor visual acuity and sensitivity problems. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity and was very light sensitive. Patient reported symptoms are not interfering with daily activities. Surgeon did a burst of steroid for transient light sensitivity symptoms after the last visit and all the symptoms had improved. Patient was started on muro ointment every bed time (qhs) for 3 months. Vision and symptoms improving by (B)(6) 2018 visit. Patient to continue with muro. Bcva from (B)(6) 2018: right eye pre-op 20/20 -10.50 x -.25 x 10, left eye pre-op 20/20 -10.00 x -.50 x 165. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -.75 x 30, left eye pre-op 20/20 -3.75 x -.50 x 12.